Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was surgically capped due to oversensing and pacing inhibition in a pacer-dependent patient. The physician elected to implant another defibrillation lead alongside the capped defibrillation lead, instead of implanting a rate/sense lead.